Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 402 mg/dl at admittance. The customer stated that she first noticed her blood glucose reading at 412 mg/dl, so she bolused, and it only went down to 398 mg/dl after 45 minutes. At the hospital, the customer treated with an intravenous saline drip, and her blood glucose reading lowered to 198 mg/dl when discharged. She did not receive an insulin drip because she had treated with the insulin pump twice prior to the hospital. That night after being released, the customer reported another incident of high blood glucose at 400 mg/dl. She noted that her doctor said she was dehydrated. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer was no longer wearing the device and was treating with manual injections. She stated that the cannula was occluded and there was a crack on the device. Advised discontinuation; nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.